Event description:
Caller reported a malfunction on the pump, specifically a malf 1 error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset procedure. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump. Additionally, the caller was advised to contact support again if the malfunction code appeared again, which they acknowledged and understood.